Event description:
It was reported that device exhibited atrial oversensing due to noise which led to automatic mode switching. Provocative testing was recommended. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.